Manufacturer narrative:
Siemens completed investigation of the reported event. The log files were checked and showed that patient registration had been completed on the date of the event and several unsuccessful attempts to release radiation had been made by the user. The artis one system was powered off and on by the user and more attempts to perform fluoro were made, however, no radiation could be released, therefore, the fluoro was aborted. Siemens local service engineer was dispatched to the site to perform inspection of the system. It was determined that the tube needed to be replaced. The tube data was checked, and it was confirmed that it had been installed on february 22, 2020, and continuously used for 57 months, which indicates normal wear and tear. Following tube replacement, the unit was brought back to normal operation.

Manufacturer narrative:
The investigation of the replaced tube showed that the small focus (f1) was too close to the outer focal boundary, and it touched the focal head. In normal conditions, an emitter has equal distances to the boundary plates under all circumstances. If the distances are not symmetric, it is probable that the emitter extends on thermal load and then may touch the focal boundary, which can cause various issues including arcing events. This x-ray tube assembly (xta) was in operation for more than 4 years, having a load value of 184193 lu. Thus, a general wear and tear is in the normal range of the expected lifetime. Therefore, no further corrective or preventive actions are required. No systematic issue is identified. No further action is needed at this point of time.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. During an emergency procedure, the user reported that images were dark, and x-ray was aborted. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.